Event description:
User facility reported the novasure system stopped after initially passing cavity integrity assessment (cia) test. Upon restart, the novasure system failed the cia test. The physician removed the disposable novasure device and determined a uterine perforation had occurred via hysteroscopy. No evidence of bowel injury was noted. Cauterization was performed at the site of the perforation. Post-operatively, no further treatment was needed and the patient is reported to be doing well.

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.